Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she had issues with the infusion sets she was sent. Her blood glucose level was over 500 mg/dl. She bolused but her blood glucose level was not coming down with the new infusion sets. The customer did not have issues with a different kind of infusion set but were discontinued. Her current blood glucose level was 270 mg/dl. She treated her blood glucose level with the insulin pump. The device was not returned.